Event description:
A customer contacted haemonetics on (B)(6) 2011 and alleged that the plasma filter on harness burst on final return as saline was reinfused on the plasma collection system. The device was taken out of service for eval. It could not be determined if alarms were noted during the procedure. No donor injury or reaction reported. No operator injury reported.

Manufacturer narrative:
The device was evaluated by a haemonetics field service engineer on (B)(6) 2011. The machine met all performance specifications and was returned to service. Pictures were supplied of the donor pressure monitor (dpm) filter wet with blood. The filter and small section of tubing used in the procedure was returned. The lead was confirmed. No other abnormalities were found. The rest of the dpm tubing and filter and donor line were not returned. No non-conformities were found in the production records for this tubing set. A representative tubing set was water tested on a representative machine. The system was examined to find a typical pressure that would be needed to produce the failure as described. >1900 mmhg resulted in a tubing connection failure and leak. It was also noted that this pressure did not lead to the dpm filter being wet. The software is set to alarm if a pressure of 120 mmhg is met during return. The dpm on the machine was confirmed to be functional. The dpm did not sense the pressure build up which could have been caused by a small leak in the filter or if a functional filter was installed incorrectly. As there was no evidence of filter leak on the attached photo it was likely installed incorrectly. The pressure build up would have been caused by either an occlusion in the needle or donor line or a clamp on the needle line as the donor did not have any injury or reaction at the venipuncture site. Once the dpm was wet with blood, the procedure should be discontinued per pcs2 owner's operating and maintenance manual 37089, rev. L. A wet dpm filter prohibits the ability of the machine to monitor venous pressure. The manual references the proper installation of the dpm filter, cautions associated, and proper troubleshooting steps if alarms were presented. As reported, only a small volume of rbc loss during the last return only and would not result in a serious injury. If no occlusion had occurred on the needle or donor line, infiltration would be likely which may result in a donor injury that is considered to be temporary and not serious. Hemolysis of the red cells would be possible if exposed to high pressure. Effects of hemolyzed blood returned could result in a serious injury, with the effects from no symptoms to acute. The blood exposure from the resulting leak did not lead to exposure to the donor or operator. Universal precautions for blood born pathogens were in place. (B)(4).